Event description:
During procedure balloon on reddick catheter failed to inflate on 1st catheter and then did not inflate properly on 2nd cath. The 3rd cath working. The 1st 2 catheter not using on pt at all. The catheter that did not work were both the same lot number.